Manufacturer narrative:
Section a3: patient gender was requested but not provided. Manufacturer's investigation conclusion: the reported event of no external power alarms while connected to the mobile power unit (mpu) was confirmed via evaluation of the submitted event log file, containing approximately 3 days of information (17apr2023 to 20apr2023 per timestamp). At 1:54:26 on (B)(6) 2023, the white power cable was connected to the mobile power unit while the black power cable was connected to a 14v battery. A few hours later at 6:00:12, the rsoc and voltage of the white power cable began to decrease steadily, indicating that ac power to the mobile power unit had been lost. As the rsoc and voltage decreased from ~12.9v to 0v, low voltage and power cable disconnect alarms activated as intended. While there was no power in the white cable, the black power cable was disconnected and reconnected from battery power multiple times. These disconnections resulted in the activation of four no external power alarms (activated at 6:13:20, 6:14:25, 6:50:49, and 6:50:54 per timestamp). Each of these alarms resolved when the black power cable was reconnected securely to battery power. The white power cable was disconnected from the powerless mpu and connected to battery power at 6:51:08. The mpu (serial number: unknown) was not returned for analysis. The root cause of the observed ac power loss was suspected to be user error, as the provided information indicated that the patient was confused and had disconnected their equipment from wall power. The device history record for the mobile power unit could not be reviewed, as its serial number was not provided. The heartmate 3 patient handbook (rev. D - section 2 ¿how your heart pump works¿) warns the user that inappropriate use of the 11 volt backup battery may result in diminished run time during a power-loss emergency. The heartmate 3 patient handbook (rev. D - section 3 ¿powering the system¿) addresses how to properly set up and switch between all power sources, including the mobile power unit. The heartmate 3 patient handbook (rev. D - section 5 ¿alarms and troubleshooting¿) describes all alarms (visual and audible) and what action should be performed when they do occur, including the no external power alarm: to resolve the no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (rev. D, section titled ¿emergency contact list¿) cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that log review displayed multiple strings of power cable disconnect / no external power alarms on (B)(6) 2023 at 12:12 am while tethered on mobile power unit (mpu). This appeared to be caused by power to the mpu being interrupted. It was further reported that patient had alarms (B)(6) 2023 morning and when their daughter arrived, she noted patient was confused and disconnected from wall power.